Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 07/27/2015. Retain product was tested and functioning according to specification. Return product was not available for investigation. Investigation: customer reported unexpected hct/hgb results while using chem8+ cartridge lot h15091 when comparing to their lab instrument. A review of the device history record confirmed the lot passed finished goods release criteria. Twenty retained cartridges were tested in whole blood. The customer complaint was not reproduced. Test results for the cartridges met the acceptance criteria found in q04.01.003 rev. V, appendix 1- product complaint level 2 and level 3 investigation procedure. The investigation confirms the lot is performing to specification. No deficiency was identified. Assessment: there is no indication of a product malfunction. The complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. The results for ph, pco2 and po2 are also different between the two samples indicating that handling of the samples were different.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant hematocrit (hct) result on a (B)(6) male patient with diagnosis of altered mental status with hyper-ammonemia. Customer states that the patient was dehydrated and the sample collection was difficult. There was no additional patient information available at the time of this report. Return product is not available for investigation. I-stat result run at 0517 was 17.3 hgb and 51% hct; no repeat test on the I-stat. Lab result was 8.7 hgb and 25.8 % hct printed out at 0524- lab repeated the sample at 1339 with same sample thoroughly mixed with repeat results of 8.6 hgb and 21.6 hct. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).